Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit was alarming auto fill and zeroing error. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated and said that main board needed replacement. He replaced pcb, iabp main board to fix the issue. Unit passed all functional and safety testes. Returned unit back to customer and cleared for clinical use. The failure analysis and testing dept. Received part number main board serial number (B)(6) with a reported unit failure of autofill and zero error. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number main board serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the board to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat could not verify the failure of autofill and zero error. The cs300 completed many autofills, and the fat was able to zero the unit with no problem. The board passed testing. Retaining the board in the fat per procedure number (B)(4). The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.